Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 43.7 months due to elective replacement indicator (eri). The patient expressed dissatisfaction with device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.